Event description:
I had breast implants that ruptured. They were put in around 1980. I don't know the exact time. It right ruptured but it was for years. I don't have the money to have them removed. I was (B)(6) and I did not get them removed and teal. Around 2000 for I went back to dr. (B)(6) in (B)(6), cause the doctors in (B)(6) told me it was all in my body... My sister paid dr. (B)(6) to take them out, cause I was hurting for so long. Please help me I am (B)(6) now and I'm in severe pain. I don't have money because I've not been able to work. My body is deteriorating.